Event description:
It was reported that there was concern expressed regarding the fact that the device only lasted 32 months. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.